Manufacturer narrative:
The pump was received for investigation. A visual inspection found the tamper seal was not removed or broken. The physical condition of the pump found the barrel clamp head would not retract all the way down to the case. A review of the log identified there was an invalid syringe alarm. The cause of the problem was related to the barrel clamp tapered spring slipped over the collar to where the small blue spring is located. With the tapered spring over the collar you could not calibrate for the size and the barrel clamp head would not retract all the way down to the case. The tapered barrel clamp spring and rod were replaced. Replaced damaged barrel guide and plunger case seal. Replaced battery due to low lmd. The pump was cleaned, greased and calibrated. The power up process, occlusion test and all functional tests were performed and the pump passed all. No causes or potential causes to the customer's reported problem were found during the device history review (DHR). A corrective and preventive action (CAPA) was opened for this tapered spring issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
The pump would not detect syringe size. No patient injury reported.